Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The treatment and actions taken with pd therapy were not reported. The outcome of the peritonitis was unknown. Additional information was requested, but the reporter declined to provide further information on the event.